Manufacturer narrative:
H6 impact code: imaging required f2203 removed. D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
Reported via clinical study it was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed in a swine as part of a preclinical study. A 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A micro-CT (micro-computed tomography) showed a separation at the distal puck of the closure device. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Additionally, necropsy findings documented by the study pathologist did not report any concerning tissue changes at the area of this distal puck in this animal.

Manufacturer narrative:
D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
Reported via clinical study: it was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed in a swine as part of a preclinical study. A 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A micro-CT (micro-computed tomography) showed a separation at the distal puck of the closure device. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Additionally, necropsy findings documented by the study pathologist did not report any concerning tissue changes at the area of this distal puck in this animal.